Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the inner wash valves to resolve the issue. (B)(6). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.